Event description:
New information received notes no symptoms were recorded, the distal end of the right ventricular (rv) lead was in the superior vena cava (svc). It was not attached to any tissue. Impedance, sensing and capture could not be obtained on the rv lead prior to the replacement procedure.

Event description:
It was reported that the patient presented in hospital for a possible right ventricular (rv) lead issue. It was found during interrogation that the right ventricular (rv) lead had pulled back out of the apex and was in the superior vena cava (svc) with what appeared to be twiddler's. The rv lead was explanted and replaced. The patient was stable.